Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon inspection after delivery, pieces of a balloon were found attached to the tip of the scope, while using the us-scope / us-probe. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the available information and the investigation results, the balloon debris found on the tip of the scope during post-loading inspection was likely due to insufficient reprocessing. The device was not returned to olympus for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.